Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device has not been received, at this time.

Event description:
Per tm: there is a lot of movement on the screen even when probe is not in use, can be manipulated by moving the strain relief of the probe on the back of the ultrasound scanner.

Event description:
Per tm: there is a lot of movement on the screen even when probe is not in use, can be manipulated by moving the strain relief of the probe on the back of the ultrasound scanner.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of there is a lot of movement on the screen even when probe is not in use was confirmed. The probe was visually inspected there is interference in the ultra sound box, the root cause of the issue is an internal failure in the probe. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.